Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient had been having trouble turning therapy off for about less than a week. It was confirmed the therapy was still on, but the setting was at 0. The patient was feeling a tingling sensation in their right leg, even after the device was turned off. The therapy was turned back on and the stimulation was increased to 1. The patient felt the same tingling sensation in their leg as when the therapy was off, but the difference was the intensity was stronger. The patient did not know how long it had been like that other than it had been like that ¿all the time.¿ the spinal cord stimulator was originally for leg pain. The patient also had a burning sensation in their back and the patient did not know how long it had been there. The patient had lost a lot of weight about a year ago and the implantable neurostimulator (ins) stuck out more. The last time the patient's therapy worked fine was a couple of months prior to the report. The patient mentioned that when they were on an electric lift chair the ins could not be charged, but if they moved somewhere else then the ins charged fine. There was no known accident or incident related to the complaint. An appointment with the patient's healthcare provider (hcp) the day after the report and a manufacturer representative would be present. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.